Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead dislodged and exhibited loss of capture. The lead was successfully repositioned, the electrical measurements were normal after. The patient was in good condition before, during and post surgery.